Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat a plaque lesion in the mid right superficial femoral artery using the percutaneous transluminal angioplasty ab35w09060080 evercross 035 balloon, a pin hole balloon burst occurred on the first inflation. 50/50 contrast inflation fluid was used. A non-medtronic inflation device was used. The balloon did not detach during the event. The device was safely removed from the patient. The procedure was aborted. No patient complications have been reported as a result of this event.